Event description:
The patient was being treated with interferential electrotherapy for lower back pain when they received a single burn, estimated 2nd to 3rd degree, measuring 3/4 x 1 1/2 inches in size. The clinician applied the interferential treatment to the patient's lower back with the patient in the prone position. The treatment time was set to fifteen minutes and at an intensity of 35. The frequency settings were 80/150hz at 40% scan. The application electrodes measured 2x2 inches and this treatment was the 8th use of the electrodes. The clinician could not confirm prep of the treatment area. Thirteen minutes into the treatment the patient began to indicate discomfort and exhibited movement described by the clinician as 'squirming'. When asked if ok, the patient stated the treatment was felt like biting sensation. The patient requested the intensity be turned down. The intensity was turned down and he said it felt better, but was still uncomfortable. The patient completed the treatment. The electrodes were removed from his lower back and under one of the electrodes the skin was white in color. When asked if that was the electrode giving him discomfort he replied that it was. He returned to the clinic the following week with a burn at the site of the electrode. The patient sought care from their primary physician.

Event description:
The patient received a skin irritation, (up to or classified as a first degree burn), during an electrotherapy treatment. The patient complained of a sharp, burning sensation under one of the treatment electrodes during an interferential electrotherapy treatment. Post treatment the patient noted the irritation under one of the treatment electrodes. The clinician did not indicate patient details specific to the pre and post treatment. The clinician could not recall additional details specific to the treatment, degree of burn, electrodes, and patient follow up.

Event description:
The patient received a skin irritation, (up to or classified as a first degree burn), during an electrotherapy treatment. The patient complained of a sharp, burning sensation under one of the treatment electrodes during an interferential electrotherapy treatment. Post treatment the patient noted the irritation under one of the treatment electrodes. The clinician did not indicate patient details specific to the pre and post treatment. The clinician could not recall additional details specific to the treatment, degree of burn, electrodes, and patient follow up.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.